Manufacturer narrative:
Investigation results were made available. As the case at hand is a legal claim it is not suspected that the devices or additional information are being submitted for review. Zimmer (B)(4) legal department have already passed all information that was received from the lawyer, to our complaint handling department. By experience zimmer (B)(4) never gets more information except for the one that has been already covered in the final report. Patients¿ advocates only provide to zimmer (B)(4) as much information as they are willing to share to protect the rights of their clients. All information which has been provided for this particular case is already covered in the final report. Nevertheless, should additional information become available to us, a follow up report will be submitted. A technical investigation was not possible to be performed, as the device(s) were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. Trend analysis: no trend considering the following event is identified: pain, leg dysmetria, limitation in the range of motion. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: it is reported that the patient has a fitmore cup with metasul insert, metasul head, together with an alloclassic stem and two screws implanted on (B)(6), 2006 and experienced pain, dysmetria of 2,5 cm (86.5 cm left, 89 cm right), severe limitation in the intra and extra rotation of the hip. Review of received data: only a scan of the product stickers implanted on (B)(6), 2006 are available for review. No other information is available. Devices analysis: no product was returned to zimmer biomet for in-depth analysis (still implanted). Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis: it is reported that the patient has a fitmore cup with metasul insert, metasul head, together with an alloclassic stem and two screws implanted on (B)(6), 2006 and experienced pain, dysmetria of 2,5 cm (86.5 cm left, 89 cm right), severe limitation in the intra and extra rotation of the hip. Pain cannot be related to a single specific failure mode. It is unknown when the reported leg dysmetria occurred, if this was already present after implantation surgery or if this occurred after some time in vivo. In case the dysmetria occurred during the time in vivo, the change of position of the implants (cup orientation and/or stem migration) is a potential factor which could have contributed to dysmetria. Limitation in the range of motion can result form inadequate implant positioning, impingement cup/stem, or other factors. However, neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Thus, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. However, all possible causes related to the issues reported are listed in the repectives dfmea. Conclusion summary: the reported pain, leg dysmetria, limitation in the range of motion cannot be related to a single specific failure mode and there are several factors which could have contributed to the reported event. Based on the available information, due to significant lack of information, it is impossible to determine an exact root cause. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
Additional information was received on june 28, 2017. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It has now been reported that the patient was implanted a metasul head 28mm "m" 12/14 on the left side.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Additional information has been requested and is currently not available. (B)(4).

Event description:
A patient is pursuing a product liability claim. It was reported by a legal counsel that a patient was implanted with a metasul head on (B)(6) 2006 and is experiencing pain and limited range of motion.